Event description:
It was reported that during a stenting treatment procedure, proximal stent damage occurred outside of the patient and the device was not used. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).